Event description:
The manufacturer service technician reported that the device overheated. The event occurred during functional testing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Additional information: d10 device evaluation: follow-up report submitted to document device evaluation results.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
The manufacturer service technician reported that the device overheated. The event occurred during functional testing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.